Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2000028) on 21-jan-2020. The most recent information was received on 17-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a 46-year-old female patient who had essure (batch no. 886668, l284311/11/05- inv) inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. On (B)(6)2011, the patient had essure inserted. On (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headache"), genital haemorrhage ("major bleeding"), arthralgia ("joint pain") and complication of device insertion ("the implant was not correctly placed or wound"). The patient was treated with surgery (removal scheduled for (B)(6)2020). At the time of the report, the pelvic pain, headache, genital haemorrhage, arthralgia and complication of device insertion outcome was unknown. The reporter considered arthralgia, complication of device insertion, genital haemorrhage, headache and pelvic pain to be related to essure. Lot number: 886668 manufacturing date: 2011-07 expiration date: 2014-07. L284311/11/05 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-feb-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 21-jan-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6)-year-old female patient who had essure (batch no. 886668 l284311/11/05) inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headache"), genital haemorrhage ("major bleeding"), arthralgia ("joint pain") and complication of device insertion ("the implant was not correctly placed or wound"). The patient will be treated with surgery (removal scheduled for (B)(6) 2020). At the time of the report, the pelvic pain, headache, genital haemorrhage, arthralgia and complication of device insertion outcome was unknown. The reporter considered arthralgia, complication of device insertion, genital haemorrhage, headache and pelvic pain to be related to essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.